Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience skin issues and was diagnosed with cancer. The patient did not report receiving any receive medical intervention. The reported event of cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed and there is not enough evidence to support the device may have caused or contributed to the alleged serious injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience skin issues and was diagnosed with cancer. The patient did not report receiving any receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.